Manufacturer narrative:
It is unclear the cause of the patient's infection, sterilization parameters were verified for this device lot number, and no other reports of infection have been recorded for this lot at this time. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
The patient reported to the operating surgeon with an infection. The surgeon performed a revisions surgery to treat the infection and removed the barricaid device with the removal tool.